Event description:
It was reported that during a hysterectomy procedure, while the surgeon was using the device the white coating came off of the tip. There were no patient consequences.the tissue pad was removed with forceps from the patient and they continued with a second device.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information the device was returned with the tissue pad damaged, melted and 100% present and not detached as it was reported. The device was connected to a test hand piece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.